Event description:
Patient's family member called lfs on behalf of patient alleging that patient's one touch ii meter had missing segments in glucose reading area. Patient decided to send the meter to family member in the us to have it replaced. Patient's family member reported that patient was taken to the hosptial at some point in time. No results were provided since they were reported as unreadable. Patient's family member could not specify if patient had any sympotms during the time of concern. Patient was treated with insulin at the hospital. Based on insufficient info it is unknown if the meter contributed to an adverse event. The customer service rep replaced patient's meter due to missing segments. Neither the test strips nor the control solution were available during troubleshooting. Senior medical affairs specialist mailed a letter, since the patient's family member could not be reached.